Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. (B)(4). Initial reporter information such as the first name and email address are unknown. (B)(6). Product was received and is pending evaluation. The manufacturer will submit a supplemental report once evaluation is completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure to treat an aneurysm at the internal carotid-posterior communicating artery junction (ic-pc), it was noted that the delivery wire and the micro coil of the galaxy g3 5mm x 15cm device (gly120515 / l11830) protruded from the introducer sheath when the device was taken out of its dispenser. The galaxy g3 device was replaced with another of the same size and the procedure was successfully completed without further issues or delay. Additional information was received stating that there was damage noted to the actual coil, however, no further information was available regarding the detail of the observed damage. It was confirmed that no excessive force was used when the device was being removed from the packaging. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was received and is pending evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the completed investigation finding based on evaluation of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization procedure to treat an aneurysm at the internal carotid-posterior communicating artery junction (ic-pc), it was noted that the delivery wire and the micro coil of the 5mm x 15cm galaxy g3 device (gly120515 / l11830) protruded from the introducer sheath when the device was taken out of its dispenser. The galaxy g3 device was replaced with another of the same size and the procedure was successfully completed without further issues or delay. Additional information was received stating that there was damage noted to the actual coil, however, no further information was available regarding the detail of the observed damage. It was confirmed that no excessive force was used when the device was being removed from the packaging. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was received and evaluated. The investigational finding is documented below. Investigation summary: the 5mm x 15cm galaxy g3 device was returned and the distal end of the embolic coil was seen inside the green introducer. A kink was observed on the device positioning unit (dpu) core wire at the strain relief valve. The device was then inspected under a microscope. The embolic coil distal ball tip was present and intact. No kinks were seen on the embolic coil at the area where it protruded from the introducer skive. The skive can be seen widened and could not zip properly at this location. A kink was observed on the embolic coil. The articulating joint was seen intact. The distal outer sheath had not softened indicating that the resistance heating coil had not heated, and detachment process was not initiated. No kinks were observed on the dpu core wire where it was seen protruding from the introducer skive. The v-notch of the resheathing tool was seen undamaged. A review of manufacturing documentation associated with this lot (l11830) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the issue of coil introducer prescore ruptured was confirmed. The embolic coil was observed protruding from the skive of the introducer sheath. The complaint also reported that there was damage noted on the coil. This issue was confirmed with the kink observed on the embolic coil. The complaint description indicates that the protrusion was found after the device was taken from its dispenser. The kink on the dpu core wire at the strain relief valve indicates that the device was not carefully handled when being extracted from its packaging. The instruction for use (IFU) cautions against bending the dpu wire as the device is pulled from the packing hoop as this may result in damage to the device. 100% of devices are inspected in-process along the introducer and embolic coil. The kink observed on the embolic coil during the visual microscopic inspection would have been caught at final inspection. It is unlikely that the device left manufacturing with the observed damages. Coil damage such as kinking is a known potential issue associated with the use of this device. The IFU contains instructions on proper handling of the device. The reported issues captured in the complaint were confirmed with the evaluation and analyses that were performed on the returned device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the coil damage / kink was not conclusively determined; however, it is possible that clinical and procedural factors, including device handling, device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the issues reported in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.